Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the attachment tip of an endplate inserter was found broken prior to use during surgery. The inserter from a second set was used to complete the procedure without patient impacts.

Event description:
It was reported that the attachment tip of an endplate inserter was found broken prior to use during surgery. The inserter from a second set was used to complete the procedure without patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip of the end plate has fractured off. Potential cause this event could possibly be attributed to wear through use over time or multiple sterilization cycles. The cause of the damage cannot be determined at this time since there is no information available regarding how the endplate inserter was being used or handled at the time of shipment or storage. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control initially. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.